Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker detected intermittent high out-of-range right ventricular (rv) lead impedance measurements on a competitor¿s lead. No evidence of oversensed noise and no noise could be created with isometrics and pocket manipulation. Boston scientific technical services (ts) recommended monitoring since the lead tested fine. No adverse patient effects were reported. The device remains in service.